Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4).

Event description:
Received a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, from the customer, with no visible damage. The lens was implanted on (B)(6) 2016 and was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device available for evaluation?: "returned to manufacturer" date is corrected from 10/11/2016 to 05/31/2017. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the vial. Visual inspection of the returned product found no visible damage to the lens. Claim # (B)(4).